Event description:
It was reported that during a laparosopic cholecystectomy the clip scissored, but did not cut the vessel. The procedure was completed with a similar device. There was no pt consequence.